Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissor (mcs) and tip cover accessory instrument associated with this complaint and completed investigations. The mcs instrument has been evaluated by the failure analysis team. The primary finding that fa found was that the tube adapter was broken on the mcs instrument. The broken piece measures approximately 3.93 mm x 3.55 mm. The broken piece was not returned with the mcs instrument. The tip cover accessory has been evaluated by the failure analysis team. Fa investigation replicated and confirmed the customer reported complaint. Fa found that the mcs tip cover accessory was found to have a dislodged cover retaining tip cover from the mcs blades. The retaining tip cover was observed to be completely detached from the blades. There was no material that appeared to be missing. Additionally, the mcs tip cover accessory was found to have a cracked cover. Fa inspection of the retaining cover found the cover to exhibit cracking damage visible from the outside of the retaining cover, exterior to where the retaining cover's bayonets reside. Fa inspection found no missing pieces and both bayonets were still present on the retaining cover and were attached. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon was cleaning the tip of the monopolar curved scissor (mcs) with another instrument when the mcs tip broke off. The surgeon removed all the mcs broken pieces from the patient's anatomy. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the monopolar curved scissor (mcs) was in use for five 1/2 hours prior to the reported event occurring. The surgeon did notice any issues with the functionality of the instrument during the surgical procedure. The customer confirmed that the mcs did collide with another instrument or hard material but was unable to provide specifics. The mcs was removed during the surgical procedure prior to breakage. There was no resistance felt upon removal of the mcs, and no damage observed to the mcs or the cannula. The wrist was straightened on the mcs upon final removal. The fragment was retrieved by grabbing it with the maryland bipolar forceps. A visual inspection was done to confirm that all fragments were removed. There was no additional surgical procedure required to remove the fragment. An x-ray was performed post-operatively to check for remaining fragments. The patient has not returned to due the hospital due to experiencing any post-surgical complications related to retaining a foreign object.